Manufacturer narrative:
(B)(4). An abbott field service engineer (fse) replaced three valves to the ict syringes and replaced tubing to the module. (B)(4). The customer subsequently installed a new ict module, which resolved the issue. Instrument operations and test results were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual (B)(4) 2010, contains information to address the customer's current issue. Evaluation, method: review of complaint tracking and trending; field service intervention.

Event description:
The customer states that on (B)(6) 2010 a new ict module was installed on the architect c8000 analyzer. After two days of use the module began exhibiting unacceptable precision. The module was calibrated with no resolution. The customer provided the following example: sample ID: 3117604501; initial sodium: 140.0; retest sodium: 117.9 mmol/l. A service call was initiated. There is no report of any patient management being impacted by this issue.